Manufacturer narrative:
Visual examination of the used needles confirmed the reported complaint. The needle tips have broken off at the suture slot. Broken tips were not returned for examination. The needles are also scored proximal to the break. Two of the unused devices were opened and dimensionally inspected, both needles were found to meet print specifications. After the evaluation, the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair procedure the ends of two needles broke off inside the tendon tissue of the patient while attempting to pass a suture. The two pieces that had broken off were not able to be retrieved but were confirmed to still be in the joint with x-ray. The patient's post-operative condition is unknown.